Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplantation surgery due to an unspecified reason. The previous aus, which was explanted prior to this procedure, was replaced with a new aus consisting of a 4.5 cm cuff, pump and balloon. It is unknown if the explanted aus is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.